Event description:
Caller reported potential false negative urine hcg results on pss hcg urine cassette vs serum hcg test result. Pt was found to be pregnant (number of weeks/months not provided). Pregnancy was confirmed by serum hcg blood test. No further pt info provided.

Manufacturer narrative:
Investigation pending.